Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm aortic valve underwent a valve-in-valve procedure due to severe aortic stenosis and valve degeneration. Implant duration of the pre-existing surgical valve is approximately nine (9) years, three (3) months. Post-valve deployment of the transcatheter valve patient went into ventricular fibrillation and received defibrillation after which he became asystolic. CPR was initiated. Echocardiogram revealed ventricular standstill and transvenous pacing was initiated. It was noted that the valve had been deployed in excellent position. There was severe aortic insufficiency; however, there was no mechanical activity of the heart and the regurgitation was likely secondary to the valve not closing due to pressure differences and thus it was decided not to place another valve. At this time, it was decided to proceed with initiation of cpb. After about 20 minutes, the patient was noted to have significant and worsening abdominal distention. The hematocrit was noted to be dropping and it was difficult to maintain flow in the cpb circuit. The was most likely secondary to retroperitoneal or intraperitoneal hemorrhage likely from the resuscitative efforts during insertion of arterial cannula for initiation of cpb. At this time, further resuscitative efforts were deemed to be futile and the patient expired.